Manufacturer narrative:
Block b3 date of event: the exact event onset date is unknown. The provided event date of (B)(6) 2012, was chosen as a best estimate based on the date of the mesh was implanted. This event was reported by the patient's legal representation. The implant surgeon is: dr. (B)(6) hospital. Block h6: e2006 - captures the reportable event of mesh erosion e1311 - captures the reportable event of further urinary problems e0206 - captures the reportable event of mental anguish and loss of enjoyment of life e1906 - captures the reportable event of infection e2330 - captures the reportable event of severe and chronic pain e1715 - captures the reportable event of scarring f12 - captures the reportable event of patient filed a legal claim.

Event description:
It was reported that the patient with this obtryx system experienced complications, including erosion of the mesh, severe and chronic pain, including low back pain, further and persistent urinary problems, recurrent infections, scarring, and a loss of enjoyment of life. Additionally, the patient claimed to have suffered, or may in the future suffer, damages such as physical pain, mental anguish, physical impairment, and medical expenses due to the implantation of the device.

Event description:
It was reported that after the patient had been implanted with an obtryx system device, she developed an erosion. The patient subsequently underwent a mesh excision. During the surgery, significant erosion of the mesh was identified at the mid-urethral level, approximately 2 cm in size. The physician made a circumferential incision around the erosion, grasped the mesh, which had contracted on both sides and excised it. The mucosa was then closed with 2-0 vicryl sutures. A cystoscopy revealed a normal urethra; the bladder showed no evidence of tumors, stones, or foreign bodies. Furthermore, according to the patient's attorney, the patient had experienced additional complications, including severe and chronic pain, low back pain, persistent urinary issues, recurrent infections, scarring, and a diminished quality of life. The patient also claimed to have suffered, or to potentially suffer in the future, damages including physical pain, mental anguish, physical impairment, and ongoing medical expenses as a result of the device implantation.

Manufacturer narrative:
Block h2: additional information blocks a2 (date of birth), b2 (outcomes attrib to adv event), b5 (event description), d6b (explant date), and h6 (impact codes) have been updated based on the additional information. Block b3 date of event: the exact event onset date is unknown. The provided event date of april 17, 2012, was chosen as a best estimate based on the date of the mesh was implanted. Block e1: this event was reported by the patient's legal representation. The implant surgeon is: (B)(6). The explanting surgeon is: (B)(6). Block h6: e2006 - captures the reportable event of mesh erosion. E1311 - captures the reportable event of further urinary problems. E0206 - captures the reportable event of mental anguish and loss of enjoyment of life. E1906 - captures the reportable event of infection. E2330 - captures the reportable event of severe and chronic pain. E1715 - captures the reportable event of scarring. F12 - captures the reportable event of patient filed a legal claim. F1903 - captures the reportable event of mesh excision.